Event description:
It was reported that the right ventricular (rv) lead had high rv coil impedance. When the rv lead was tested with the analyzer, all measurements were within normal limits. Per physician discretion, the lead was explanted and replaced for the patient's safety. During the replacement procedure, the replacement rv lead also had high rv coil impedance with normal measurements through the analyzer. At that time, the physician explanted and replaced the competitor device. No patient complications have been reported as a result of this event.